Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the charging system and the programmer displays error code indicating the ipg is inoperable the patient states he has not recharged his ipg is awhile. The issue was confirmed by the sjm representative. In addition, the patient has been without stimulation since (B)(6) 2015. Surgical intervention may be pending to address this issue.date of event is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg and therapy has resumed.